Event description:
Customer stated they are experiencing tooth decay, gum recession, and misalignment that require urgent corrective procedures due to the retainers

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.